Event description:
Customer reported in the in the year 2007 or 2008 his blood glucose went up to 300 to 400 mg/dl range, which was due to a site issue. Customer stated, the device alarmed no delivery and blood glucose was between 200 to 300 mg/dl. Issue was resolved with a complete set changed. Customer also reported he was attempting to bolus and the buttons were not working and it alarmed button error. Blood glucose was 168 mg/dl. Customer works out at the gym and may have gotten sweat into the insulin pump but wasn't sure. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported the device had alarmed motor error, blood glucose was in the 200 mg/dl range. He was unable to recall when alarm occurred. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.